Event description:
A user facility technician reported a patient removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. There were no machine alarms to indicate a problem with the treatment. The uf goal was 1.5 kg, however 2.2 kg was removed. Treatment parameters consisted of a 300ml/minute blood flow rate, 600 ml/minute dialysate flow rate, and a 3 hour treatment. Patient experienced "weakness". There was no medical intervention necessary. There were no signs or symptoms of any patient complications.